Manufacturer narrative:
Zimvie complaint number: (B)(4). It was reported that while placing the implant at tooth site #31, the vestibular table is fractured, area is regenerated and sutured. No patient impact/additional appointment required. Patient history and bone density are unknown. Zimvie made multiple follow up attempts to obtain additional information regarding the returned tsvb10 implant. However, no further details have been received. The tsvb10 was recorded in the concomitant medical product section. Zimvie did not receive one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1252980. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252980 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that while placing the implant at tooth site #31, the vestibular table is fractured, area is regenerated and sutured. Additional appointment required: no. Symptoms as a result of the event: no patient impact.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown/not provided. A2: age at time of the event: unknown/not provided. A4: patient weight: unknown/not provided. G4: premarket identification: k013227. H6: event problem codes: patient code: procedural complications.